Event description:
This is a spontaneous case report received from a lawyer in the united states on 23-sep-2016, on behalf of a (B)(6) female plaintiff, who had essure (fallopian tube occlusion insert) inserted on or about (B)(6) 2011. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, memory loss, excessive weight gain, anxiety, dental problems, metal taste in mouth, excessive migraine headaches, depression, excessive rashes, and constant bacterial infections. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression"), genital infection bacterial ("constant bacterial infections"), musculoskeletal pain ("lot pain at the bottom") and medical device discomfort ("discomfort"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, menorrhagia, abdominal distension, rash, amnesia, abnormal weight gain, anxiety, tooth disorder, dysgeusia, migraine, depression, genital infection bacterial, musculoskeletal pain and medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dysgeusia, genital infection bacterial, medical device discomfort, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : bottom pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression"), genital infection bacterial ("constant bacterial infections"), musculoskeletal pain ("lot pain at the bottom") and medical device discomfort ("discomfort"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, menorrhagia, abdominal distension, rash, amnesia, abnormal weight gain, anxiety, tooth disorder, dysgeusia, migraine, depression, genital infection bacterial, musculoskeletal pain and medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dysgeusia, genital infection bacterial, medical device discomfort, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : bottom pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-feb-2020: social media was received. Event - "lot pain at the bottom" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression"), genital infection bacterial ("constant bacterial infections"), musculoskeletal pain ("lot pain at the bottom") and medical device discomfort ("discomfort"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, menorrhagia, abdominal distension, rash, amnesia, abnormal weight gain, anxiety, tooth disorder, dysgeusia, migraine, depression, genital infection bacterial, musculoskeletal pain and medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dysgeusia, genital infection bacterial, medical device discomfort, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : bottom pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-feb-2020: social media was received. Event - "lot pain at the bottom" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and embedded device ('embedded in the proximal portion of the fallopian tube near the cornu is a metalic coil (right and left)') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), amnesia ("memory loss"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth"), migraine ("excessive migraine headaches"), depression ("depression"), genital infection bacterial ("constant bacterial infections"), musculoskeletal pain ("lot pain at the bottom") and medical device discomfort ("discomfort"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, back pain, abdominal pain, menorrhagia, abdominal distension, rash, amnesia, abnormal weight gain, anxiety, tooth disorder, dysgeusia, migraine, depression, genital infection bacterial, musculoskeletal pain and medical device discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dysgeusia, embedded device, genital infection bacterial, medical device discomfort, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : bottom pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received : event "embedded in the proximal portion of the fallopian tube near the cornu is a metalic coil (right and left)", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 26-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.